Manufacturer narrative:
(B)(4). The customer returned one peel-away assembly and a sticker label for analysis. No obvious signs of use were observed. Visual analysis revealed that one side of the tabs and a small section of the extrusion were partially cracked/split. The opposite side of the sheath was intact. Microscopic examination confirmed the damage. The sheath length measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath inner diameter at the proximal end measured 0.080", which is within the specification limits of 0.079"-0.084" per the sheath extrusion product drawing. Manufacturing was contacted as part of this complaint investigation. They requested that the peel-away be completely split to check that it is functional. They also agreed that further analysis is needed by their facility. Per the request from manufacturing, the peel-away was split. No defects or anomalies were observed as the sheath split down both score lines. A device history record review was performed, and no relevant findings were identified. The report that the peel-away split prematurely was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the tabs and a small section of the extrusion were partially cracked/split. Based on the customer report, the sample received, and the comments from manufacturing , the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC inserter noted crack in peel away sheath upon examination prior to placing removed from sterile field and new peel away sheath used." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "PICC inserter noted crack in peel away sheath upon examination prior to placing removed from sterile field and new peel away sheath used." This was found prior to use. There was no patient involvement.